Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the implant procedure, high capture threshold was noted on the right atrial (ra) lead. A new ra lead was used to complete the procedure and the patient was in stable condition.

Manufacturer narrative:
The reported event of high capture threshold was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures but did find lead hi-pot failure due to procedural damage. Visual inspection of the lead did not find any anomalies except procedural damage.